Event description:
A health professional reports a pt had essure (fallopian tube occlusion insert) inserted. The placement of essure reportedly 'worked,' but 'secondary surgery' was needed to remove a 'place that broke off.'